Event description:
It was reported the pt's device was explanted because it was "not working." It was stated the pt had "ten revisions for the implant." The nature and dates of these implants were not provided. Additional info has been requested and will be reported when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s device had been removed because the therapy was less effective and the patient desired alternate therapies. Impedance were assessed and found to be "functional."

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The battery had reduced capacity due to overdischarge. Trace reports showed that the battery discharged and the device was recharged. Telemetry was okay after a physician mode recharge recovery. The ins recovered, rapid battery discharge. There was good stable output on the electrode pairs that the ins had when received. Final device analysis of the lead revealed no significant anomalies. The lead body was cut through and the lead was segmented. The distal end was not returned.